Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the outer insulation was cut at 7.5 cm. Anchor sleeve wings are cut off. Lead was damaged at implant attempt. (B)(4).

Event description:
It was reported that, during the implant procedure, the physician noticed an insulation breach in the patient's right atrial (ra) lead after cutting the "wings" off the ra lead's suture sleeve. The physician noticed the insulation breach on the ra lead prior to attempting to implant the lead. The lead was not used and was replaced with a second ra lead. The physician noticed an insulation breach in the patient's second ra lead after cutting the "wings" off the second ra lead's suture sleeve. The physician noticed the insulation breach on the second ra lead prior to attempting to implant the lead. The second ra lead was not used and was replaced with a third ra lead. No patient complications have been reported as a result of this event.